Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Unable to duplicate the primary audible alarm. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
It was reported that a primary audible alarm was experienced.